Event description:
It was reported that the subject device had a damaged distal end. The procedure is unknown, as well as when the reported event was discovered. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a damaged distal end. The procedure is unknown, as well as when the reported event was discovered. There were no reports of patient harm.